Event description:
Reporting that during a rotator cuff repair, the distal portion of a suture passer needle broke off into the soft tissue of the pt and was not able to be retrieved. The surgeon concluded the case successfully without further consequence to the pt. The surgeon is reporting no pt harm.